Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was involved in a car accident on (B)(6) 2025; they were rear-ended and they said they had to have their c5-c6 vertebrae removed and replaced with artificial ones. The patient said about a few days after the accident they had been experiencing electrical shocks going down their spine from their neck to their tailbone. The patient turned the implant off about three days ago; however, the electrical shocks hadn't stopped. The patient also mentioned since the car accident they had experienced a loss of therapeutic benefit. When asked, the patient said they hadn't made any adjustments to the settings since the accident, and they mentioned concerns of any potential additional damage occurring to their body. The patient asked for their managing physician's phone number. The phone number was provided to the patient. The patient was redirected to their healthcare provider (hcp) to further address the issue.